Manufacturer narrative:
(B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found tasp fractured along the medial and lateral sides of post. All pieces were returned for evaluation. The device was manufactured on may 14, 2013 and has therefore been in the field for more than three years. Device history record was reviewed and no discrepancies were found. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. However, failure of the instrument was caused by a new sterile processing tech that was unaware of how to disassemble the tasp construct properly. The root cause is considered to be use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional fractured during cleaning process after the surgery. There was no patient involvement.